Manufacturer narrative:
The customer returned three tfl-fbx365s fibers together and were all related to fiber tip breakage. These fibers were not returned in their original tyvek packaging. The investigation performed on similar previous complaints indicated that the fiber stripping process (blade stripping) used by the supplier weakened the fiber tip, which may have contributed to the tip breakages. Additionally, longer stripped length may also have contributed to the breakages. The blade stripping process has been replaced by micro-stripping process which hasn't shown the tip weakening. The strip lengths have also been reduced to shorter lengths. The root cause is likely related to the use of the blade stripping process from the supplier, which was proven to weaken the tips. The instructions for tip refurbishing was also added to the IFU pn0014679 "refurbish the tip if the tip as-manufactured is not as desired." So that if the strip length is considered as too long, the surgeon can refurbish as necessary before the procedure. The product market history is less than 12 months. Complaints for the fiber tip breakages should continue to be monitored.

Manufacturer narrative:
The device was not returned to the service center for evaluation. The exact cause of the reported event cannot be determined at this time.

Event description:
The service center was informed that during a uroscopy procedure, the fiber tip broke off and fell into the patient. The doctor was unable to locate the device fragment and flushed the patient with irrigation to make sure it was out. The procedure was completed by switching to a holmium laser. Laser was set for dusting mode .2j and 100 hz pulse length 1. There was no patient injury reported. Additionally, the user facility reported that after the case an inspection of both scopes used showed damage that might affect fibers as they are being passed through.